Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely dirt on objective lens resulted white screen with no image. However, the most probable cause of accumulation of dirt on the objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited dirt on objective lens and the screen turned white with no image. There was no patient involvement.